Event description:
It was reported that customer received a signal too low alarm. Customer was able to clear alarm by pressing act / esc. Customer's blood glucose was 39 mg/dl and was treated with glucose tablets. Customer was advised to call back for further issues. No further information provided.

Manufacturer narrative:
It was reported that customer received a signal too low alarm. Customer was able to clear alarm by pressing act / esc. Customer's blood glucose was 39 mg/dl and was treated with glucose tablets. Customer was advised to call back for further issues. No further information provided.